Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's right ventricular lead at post operation check, resulting in loss of capture. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.